Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. This MDR represents the 3dmax light (device 1). An additional supplemental emdr was submitted to represent the perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with symptomatic left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax light (device 1). Per op notes, ¿an inferior umbilical incision was made. An indirect incarcerated hernia sac was identified and reduced. A 3dmax light (device 1) was placed in the pre-peritoneal space and tacked to cooper¿s ligament.¿ (B)(6) 2016 - patient was diagnosed with lipoma and small left inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per op notes, ¿a left inguinal incision was made. A small weakness in the medial floor of the inguinal canal was identified. A perfix plug (device 2) was placed into the floor and fascia closed over it.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic assisted repair with implant of 3dmax mesh (device 3). Per op notes, ¿adhesions to the bilateral inguinal areas were identified and taken down. The mesh (device 1) along the posterior area was dissected away from the inferior epigastric vessels which were completely adhered to it. A very large direct hernia was identified and reduced. The mesh (device 2) that was placed along the anterior surface of the area was noted and it was left alone. A 3dmax mesh (device 3) was placed and secured to the pubic tubercle with sutures.¿